Event description:
A customer reported unspecified higher scan values while a customer was using the adc freestyle libre 2 sensor compared to a competitor's brand meter. On (B)(6) 2022, as a result, the customer experienced sweating and having no energy and was provided orange juice by a non-healthcare professional for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.